Event description:
During cardiac cath procedure, an intra-aortic balloon (iab) was found to be defective (see report 1 of 2). A second iab was found to have a leak in the balloon itself. Both catheters were removed right away. A third iab was introduced successfully. The pt tolerated the procedure well.